Manufacturer narrative:
As the device was implanted, evaluation could not be performed. The delivery instrument was returned; inspection found no abnormalities.

Event description:
Intraoperatively, the surgeon reported noting that the second implant in a bilateral construct appeared to be disconnected after placement. As the implant was secure, no further action was taken and the procedure was completed.